Manufacturer narrative:
ICU medical personnel received a total of 42 failed batteries for investigation from (B)(6) hospital on march 29, 2023. The serial number of the plum360 pumps in which these batteries came from was not provided. Fluid droplets seen on top of battery. Conclusions: according to the component engineering analysis lab and the csb reports, the probable root causes are: 1. The battery terminals are being damaged by sulfuric acid vapors coming from the positive terminal and possibly also out of the top caps. The acid vapors are corroding the positive contact and degrading the plastic sleeve covering it. 2. Residual acid around the filling hole was found underneath the caps which resulted in the acid vapors leaking out causing the corrosion on the terminals. 3. It is determined by csb that the acid suction operation during the manufacturing of the batteries was not properly performed and therefore resulting in having residual acid around the acid filling hole.

Event description:
The event occurred on an unspecified date in january 2023 and involved a plum 360. It was reported during the pumps preventative maintenance (pm) the pump came back with a battery failure. The (B)(6) battery is giving a battery alarm and when checked the batteries were found leaking, and the positive is shorted out/corroded. The battery seems to be leaking from the top. The batteries were replaced, and the pump was returned to service. There was no patient involvement and no report of patient harm. The customer returned a total of 42 batteries for investigation. This report captures 11 of 42 batteries returned.